Event description:
It was reported that the device battery had discharged excessively from 2.94 to 2.58 in one month. It was estimated from the battery curve that this interval should have lasted over two years. The device was explanted.

Event description:
During a laparoscopic gastric bypass, the physician advanced an ethicon 25mm eea stapler loaded with a 25mm peri-strips dry with veritas collagen matrix buttress through the umbilical port site to the intended location of the gastro-jejunal (gj) anastomosis. Upon attempting to remove the stapler, resistance was encountered which resulted in a gastric tear along a counterclockwise line from the 3 o'clock position to the 9 o'clock position. There was no difficulty noted while loading or firing the stapler. It was noted that the physician's removal technique was to slightly push the stapler in and rotated his hand back and forth prior to attempting to remove the stapler. Inspection of stapler after removal revealed that there was only (1) intact tissue donut present, instead of the usual two (2). The physician was unable to salvage the anastomosis, cut it out, and made a new gj anastomosis with a new 25mm circular stapler with no buttressing material. The second anastomosis was completed without further complication. The patient's current status was reported to be "ok".

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause from the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.